Manufacturer narrative:
A field service engineer (fse) went to the customer site and replaced the pm pcba to resolve the device issue. Testing and verification were completed, and the ventilator was returned to use with no restrictions. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint about the v60 ventilator indicating that the device was down because it was not charging the battery. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they would like to have the power management (pm) printed circuit board assembly (pcba) replaced. The investigation is ongoing.